Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 11627487-2021-14155, 1627487-2021-14157. It was reported the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which another lead was implanted at s1 on (B)(6) 2021. Effective therapy was established post-operatively.